Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a patient underwent a peripheral intervention of the left sfa. During the procedure the wire guide snapped in two, while in the patient. Thus, the physician removed the product. There was not any harm to the patient and the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Product code: dqx. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record,trends, and visual inspection of the device was conducted during the investigation. The visual examination confirmed separation of the approach cto microwire wire guide, piece one measuring from the distal tip approximately 39.5 cm in length. The it exhibited two kinks, measuring from the distal tip approximately 0.5 cm and 1.5 cm. The other piece measured 259.5 cm. Additionally, one of the ends of the polytetrafluoroethylene (ptfe) coated mandril wire appeared to show evidence that the wire was fractured. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.